Event description:
It was reported that a study was conducted to characterize the reasons for revision, histological responses, mechanisms of surface changes, and crystallinity changes of retrieved peek rods used in posterior spinal instrumentation. Eleven fixation systems (9 peek and 2 metallic systems) were collected after revision surgery, providing 17 peek rods for analysis. It was reported that one patient was revised at l5-s1 after 2.6 years due to pain. Reportedly, the patient was not revised due to rod fracture and this patient was not a recipient of tissue. No other patient complications were reported. No additional results from the study were given.

Manufacturer narrative:
(B)(6). Catalog # 7893080 with 510k # k052609; catalog # 7228545, 7227545, y7228545, y7227545 with 510k # k050809 was cleared in the united states. Devices of multiple part/lot numbers were implanted during the procedure including: part: 7893080 / lot: w07f0952 (x2), manufactured: jun 06, 2007 part: 7228545 / lot: w07d3397, manufactured: jun 06, 2007 part: 7227545 / lot: w07c3027 (x2), manufactured: apr 16, 2007 part: y7228545 / lot: w06b3701, manufactured: mar 20, 2007 part: y7227545 / lot: w05m4866, manufactured: jan 03, 2006 part: 7227545 / lot: w07c1999 (x3), manufactured: mar 14, 2007. Although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Literature article citation: (B)(4). Date of event is unknown. (B)(6). (B)(4) no known device problem. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if a medtronic device contributed to the reported event, we are filing this MDR for notification purposes.